Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grand daughter reported via phone call that her grandmother went emergency medical services due to high blood glucose level. Customer¿s blood glucose was 357 mg/dl when the emergency medical services did. Customer had blood glucose level of 600 mg/dl at the time of incident. Customer declined troubleshooting. Customer was rely on manual injection till get the sensors and serter device. Customer stated that there was loss of communication between sensor and insulin pump. The insulin pump will not be returned for analysis.